Manufacturer narrative:
The chloride electrode lot number is dvl59, and the expiration date was not provided. The customer stated that the calibration and qc were passing prior to the event. A field service engineer (fse) determined that the vacuum nozzle flowpath was not completely clearing the mixing vessel. The fse checked and cleaned the ion-selective electrodes (ise) and the flowpath, flushed the vacuum flowpath, and performed primes and ise checks. The fse also performed calibration and qc, which passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable ise indirect na-k-cl for gen.2 chloride result from the cobas 8000 ise 1800 module for one patient. The initial result was 93 mmol/l, and the repeat result from another analyzer was 104 mmol/l. The repeat result was deemed to be correct. The sample was repeated because there were flags in the system.

Manufacturer narrative:
The investigation determined that the service maintenance actions resolved the issue.